Event description:
It was reported that intermittent capture and intermittent sensing were noted on the right ventricular lead. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of intermittent sensing and capture was confirmed in the laboratory. Analysis found an insulation breach due to an undetermined cause which could have caused or contributed to the reported intermittent sensing and capture.